Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had diminished battery life and keypad anomaly. Customer stated that the insulin pump buttons were sticking. Customer stated that the insulin pump rejected new batteries and alarmed no delivery alarm. Customer stated that the insulin pump was overheating and had loose reservoir. The insulin pump rewinds more than once. Customer stated that the insulin pump did not gave alert for low battery or reservoir. Customer stated that the insulin pump squirted insulin during priming. No harm requiring medical intervention was reported. Troubleshooting was not performed. The device will not be returned for the analysis.

Manufacturer narrative:
The insulin pump passed stop current, run current, self test, off no power, a21 error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery test and displacement test. The device was monitored for 24 hour and no device heating up during test. No audio/vibrate anomaly, no rewind anomaly, no delivery alarm and no low battery alarm during testing. The insulin pump history download using thds was successful. No battery type alarms noted in the insulin pump history on the event date. The insulin pump received with normal operating current. The device was cut/open and inspected no moisture damage or component damage found inside the insulin pump. Tested with a test p-cap and the test p-cap locked in place properly. No cosmetic damage found during visual inspection. Not confirmed low battery alarm and charge/battery and no delivery alarms. All buttons functioning properly. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.